Event description:
It was reported that the patient had difficulty charging the spinal cord stimulation (scs) and lead location. The patient underwent an scs replacement procedure and was doing well postoperatively. The explanted device components were discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year (5 months ago) from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial:(B)(6) batch: (B)(6).